Manufacturer narrative:
The sample was discarded by the home patient.

Event description:
A home patient reported a cut across the drain line. The reported incident was noted during dwell one. The home patient contacted her nurse and was instructed to disconnect and start over with new supplies. The home patient does not use any type of sharp object to open the carton or cassette packaging. No patient injury or medical intervention was associated with this report per the home patient.